Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the reported issue was confirmed. The nozzle was clogged with an unknown foreign material that could not be removed. During the evaluation of the device, it was noted the switch had a pinhole and leakage had occurred; the nozzle had adhesive peeling; due to corrosion, the switch box did not work; the shaft switch was detached, and the switch could not be pressed down smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the nozzle on the evis lucera elite colonovideoscope was clogged. The issue was detected during reprocessing. The intended diagnostic enteroscopy procedure was completed with a similar scope, and no patient injury or procedure impact was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as an unknown foreign material that was clogged in the nozzle - however, the material could not be further identified. No physical damage of the device was confirmed at where the foreign material was detected. A further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.